Event description:
It was reported to intralase that subsequent to bilateral "bladeless" lasik, the pt developed severe "dlk," which was treated with long-term topical and oral steroids. Posterior subcapsular cataracts formed and intrastromal scarring resulted. Cataract surgery will be performed to prevent permanent impairment. It should be noted that the reporting physician assumed this pt's follow-up care and was not the surgeon who performed the lasix procedure.